Event description:
It was reported through the research article "long-term quality of life, psychological distress, and caregiver burden in octogenarians with lvad: a single-center experience" that heartmate 3 may be related to psychological distress. This study assessed the long-term quality of life, as defined by both the 36-item short-form health (sf-36) survey and the euroqol 5 dimensions, 5-level questionnaire (eq-5d-5l)¿including the visual analog scale¿in octogenarian left ventricular assist device (lvad) patients. Additionally, the psychological health of octogenarian lvad patients using the psychological general well-being index (pgwbi) through the 22-item version of the zarit burden interview (zbi) was evaluated. One of the study patients, male, 75 years of age at the time of implant, experienced psychological distress/ effects while implanted with the heartmate 3. The patient had a comorbidity of chronic atrial fibrillation.

Manufacturer narrative:
Manufacturer's investigation conclusion: sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. (B)(6). A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The serial number of the heartmate 3 left ventricular system in use was not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia and neurological events (not stroke related) , that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia and neurological dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.